Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using csi orbital atherectomy device (oad). There were two target lesions located in the ostial main (om) artery. The physician first treated the lesions with balloon angioplasty and stent placement. While treating the om arterial lesions, there was difficulty advancing the balloons and stents through the circumflex artery. The physician then angiographically identified a third lesion in the circumflex artery. The physician advanced a csi viperwire guide wire across the circumflex lesion and loaded the oad onto it. The physician performed two runs at low speed using the oad. Post-atherectomy angiography revealed a perforation in the circumflex. The physician attempted to resolve the perforation via balloon angioplasty, but was unsuccessful. The patient status declined and was taken to the operating room for a bypass, but was unable to recover and expired. Requests for additional information have been made, but none has yet been received.